Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [12893822] was not found for the reported catalog # [120-124xsk]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the IV set,bodyset, onc,ndeh was blocked/occluded during the infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "on 31-dec-2020, product surveillance received an email regarding one unit of bodyset non-dehp with 1xy (product code: ce120124xsk, product lot: 12893822). Previous issue of down occlusion on (B)(6). New cv pump sent (v119049) and one infusion completed. Next infusion on (B)(6) started for 1hr hour and down occlusion alarmed, noticed no reduction in bag fluid amount. It was confirmed that back check valve was correct, giving set correctly inserted, no clamp on, primed appropriately, no obvious kinks, correct giving sets used. Trialed one of the two new mono pumps that arrived today. Changed both to continuous program. Immediately alarm air/up occlusion. Likely giving set issue or spiking error. The family of the patient agreed to change sodium chloride and giving set to brand new and used cv pump for infusion - issue resolved. A new box of giving set was requested (ce120124xsk) and asked to avoid sending giving sets with batch/lot no. 128-938-22. There was patient involvement with no patient injury and/or medical intervention required for this case."

Event description:
It was reported that the IV set,bodyset, onc,ndeh was blocked/occluded during the infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "on 31-dec-2020, product surveillance received an email regarding one unit of bodyset non-dehp with 1xy (product code: ce120124xsk, product lot: 12893822). Previous issue of down occlusion on 26th dec. New cv pump sent (v119049) and one infusion completed. Next infusion on 31st started for 1hr hour and down occlusion alarmed, noticed no reduction in bag fluid amount. It was confirmed that back check valve was correct, giving set correctly inserted, no clamp on, primed appropriately, no obvious kinks, correct giving sets used. Trialed one of the two new mono pumps that arrived today. Changed both to continuous program. Immediately alarm air/up occlusion. Likely giving set issue or spiking error. The family of the patient agreed to change sodium chloride and giving set to brand new and used cv pump for infusion - issue resolved. A new box of giving set was requested (ce120124xsk) and asked to avoid sending giving sets with batch/lot no. 128-938-22. There was patient involvement with no patient injury and/or medical intervention required for this case."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 12893822 h.6. Investigation: a 120-124xsk product was not available for investigation; however the customer confirmed that the complaint sample was from lot 12893822. From the information provided by the customer it appears that nuisance downstream occlusion alarms and air/up occlusion alarms were experienced after several days of infusion. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 12893822 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. See h.10.